Event description:
Customer reported an issue with the v-series monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included replacement of the unit's docking station board. Unit was safety tested to factory's specifications.